Event description:
A falsely depressed sodium result was obtained on a patient sample. The result was reported to the physician. The sample was re-run on an alternate dimension vista(r) instrument and a higher result within the normal range was obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed sodium result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium result was the integrity of the imt fluidics system. The siemens healthcare diagnostics field service engineer (fse) performed maintenance on the imt fluidics system. The instrument is performing within specifications. No further evaluation of the device is required